Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the proximal saphenous vein graft (svg) to the right coronary artery. After the first synergy drug-eluting stent was successfully deployed in the proximal svg, a second synergy drug-eluting stent was advanced and deployed in the distal svg. However, during removal of the delivery system, the balloon snagged between the guide and stent which was previously implanted in the proximal svg. The proximal synergy stent was pulled halfway into the aorta which had to be snared and removed through the femoral sheath. The physician decided to leave the proximal area of the svg unstented. No further patient complications were reported and patient was fine.